Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly and was unable to be turned back on. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of therapy for insulin therapy.